Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed the operational check. It was clarified by a philips field service representative the ECG portion of the check failed. There was no patient involvement